Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned ICD underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2020. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was tested and proved to be inconspicuous. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. The production documents of the battery were reviewed and prove that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was therefore opened for a destructive analysis. During the inspection of the internal battery structure, an increased impedance was detected. It can be assumed that the increased internal impedance of the battery led to a temporary voltage drop and thus contributed to the clinical observation. In summary, the device had been implanted for 94 months. The clinical observation resulted from an increased internal impedance of the battery, which was detected during the battery analysis.

Event description:
After an implantation period of approx. 93 months, depleted battery (eos) was reported.